Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 325mg/dl, and the caller wanted to make sure the insulin pump is functioning properly. Troubleshooting was performed. The caller stated that the customer was involved in a car accident, but she was not driving, and she has a foot pain. The caller stated that the customer had high blood glucose since days before when the doctor adjusted the settings on the device. The time, date, bolus history, and bolus wizard were correct. The drive support cap appears normal. Assisted the caller to run a manual prime and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.